Event description:
The physician was attempting to implant a 3.0 mm diameter x 12 mm length integrity rapid exchange (rx) coronary stent to treat a lesion by direct stenting. The target lesion was very calcified with 90 percent stenosis. Resistance was encountered advancing the device to the target lesion and some force was used in an effort to advance the device through the lesion. The stent could not cross a tortuous curve to get to reach the target lesion and the device was removed. Stent strut damage was observed at the distal part of the stent on removal. The device had been inspected prior to use with no issues noted. The physician commented that the event was due to the calcification and this event had been witnessed before with other brand stents. Patient was fine post procedure and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4): results: (very calcified lesion, ninety percent stenosis), (use of force). Conclusions: (lack of effectiveness, very calcified lesion, ninety percent stenosis), (use of force). Methods: film. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned on the balloon between marker bands as per specifications. The first distal stent segment was raised and deformed. The distal tip was slightly kinked. Procedural images were provided for review. The images show an rca lesion with significant stenosis. There does not appear to be any cd images of the failed integrity device.